Event description:
This complaint is from (B)(4) study. The target lesion was in the proximal circumflex. The lesion was de novo, but other lesion characteristics were unknown. Aha/acc classification of the vessel was unknown. The lesion length was approximately 15mm and the vessel diameter was approximately 2.5mm. It was an elective case. It is unknown if pre-dilation was conducted. A cypher bx (2.5/18mm) was implanted at 20 atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure was unknown. Ivus was conducted. It is unknown if act was measured. Three days after the procedure, the patient developed st-elevated mi. Cag was conducted and thrombus was observed inside the implanted cypher bx. To treat the thrombus, aspiration and poba were conducted, and an additional cypher stent (size and number of units unknown) was implanted. Physician indicated that the possible cause of the thrombotic event was that the implanted cypher bx was under-dilated, and that prior to the pci treatment, the patient might not have been taking aspirin and/or ticlopidine hydrochloride properly as prescribed.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a sub-acute thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for hypertension, past history of smoking, and a stroke. The target lesion was in the proximal circumflex (cfx). The lesion was de novo, but other lesion characteristics were unknown. The lesion length was approximately 15mm and the vessel diameter was approximately 2.5mm. It is unknown if pre-dilation was conducted. A cypher bx (2.5/18mm) was implanted at 20 atm (inflation time unknown). It is unknown if post-dilation was conducted, ivus was conducted and the reported residual stenosis was 0%. Three days after the procedure, the patient developed st-elevated mi. Angiography was conducted and thrombus was observed inside the implanted cypher bx. To treat the thrombus, aspiration and poba were conducted, and an additional cypher stent (size and number of units unknown) was implanted. Physician indicated that the possible cause of the thrombotic event was that the implanted cypher bx was under-dilated, and that prior to the pci treatment, the patient might not have been taking aspirin and/or ticlopidine hydrochloride properly as prescribed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The available information suggests that possible patient non-compliance may have contributed to the reported event. It is not possible to comment on the physician's statement that the stent may have been under-dilated, as ivus was performed, the reported residual stenosis was 0% and it is unknown if the stent was post-dilated to ensure optimal stent wall apposition. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
This device cjs (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4). The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.